Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The balloon was lubricated and an attempt was made to advance the balloon through the endoscope channel. Difficulty was experienced advancing the balloon through the endoscope. The distal and proximal joints were ring gauged and both joints passed with little to no resistance. A functional test was further performed on the balloon. Negative pressure could not be applied and the balloon would not hold pressure due to a leak through a rupture on the proximal side of the balloon material. The catheter did not exhibit any kinks or bends. No portion of the device appeared to be missing. Manufacturing personnel were also consulted and assisted in evaluation of the returned product for advancement difficulties. Their determination was that the advancement difficulty experienced during functional testing after receiving the device was due to the balloon having been previously inflated during use and the rupture on the proximal side of the balloon material. A product-specific discrepancy that could have caused or contributed to these observations were not observed during the laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information received indicated that negative pressure and lubrication was not applied to the balloon prior to advancement through the endoscope accessory channel. This is the most likely cause for the reported observations. A contributing factor to balloon damage is failure to apply negative pressure and lubrication to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user under precautions: "prior to insertion of balloon dilator, negative pressure is mandatory to maintain balloon deflation." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use advise the user: "apply a water soluble lubricant to balloon to allow easier passage through accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that lubrication and negative pressure was not applied prior to advancement through the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook quantum ttc esophageal balloon dilator. When advancing the balloon catheter into the endoscope, the last ten (10) centimeters (cm) were difficult to advance it out of the endoscope. When they went to inflate, the balloon popped at 6 atmospheric pressure (atm). A new cook esophageal balloon dilator was opened and used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.